Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and high blood glucose event. The customer¿s blood glucose was 445 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer was advised of the insulin pump auto mode feature. Customer had a high blood glucose of 445 mg/dl and treated. No high blood glucose troubleshooting was performed. Auto mode feature was not active at the time of high blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir unomedical infusion set mds-transmitter

Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify keypad unresponsive due to constant blank or flashing white light. Unable to perform functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank or flashing white light. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.